Manufacturer narrative:
(B)(4). Four used samples were received for evaluation for the reported condition of broken connections. A visual examination confirmed the male luers were cracked in all of the samples. A batch review could not be performed as the lot number was not provided by the customer. Although the reported condition was confirmed, the root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter an unknown number of 60" high flow rate extension sets that had broken connections. The connections were broken at the luer lock itself and also broken off into the blue cap. This incident occurred during patient use. The customer sent in 4 total samples for evaluation. There was no patient injury or medical intervention associated with this report. This is report 2 of 4 of the same reported problem from this facility. No additional information was available.